Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the (B)(6) guideline. After the additional microbiological testing, oekg evaluated the subject device and confirmed as follows; the adhere of the light guide/ccd lens and bending section rubber were porous. Connecting part of the bending section and insertion tube was buckled and peeled off. The air/water and the suction cylinder were worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -instrument channel: klebsiella (38 cfu) -suction channel: various mixed flora (10 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No deviation in the reprocessing procedure from the IFU was detected. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.